Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The reason was the ins came loose and migrated to the buttock area. There were no patient complications.